Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that on the 8wt bmt unit, tubing that was connected to the patient's PICC was leaking at the filter. There was no patient harm.

Manufacturer narrative:
10ml bd syringe ref 306547 lot number 8073953 exp 2021-03-31 0.9% sodium chloride the customer report of a leak at the filter vent was confirmed. Visual inspection showed that the set's filter vent was wetted. Functional testing showed a leak coming from the vent of the filter. The root cause of the leak was determined to be oversaturation of the filter.

Event description:
The customer reported that on the 8wt bmt unit, tubing that was connected to the patient's PICC was leaking at the filter. There was no patient harm.